Event description:
It was reported that the patient called indicating symptoms including "burning", "numbness", "tingling", and "pain" since last device implant. He reports symptoms occur with contact or close proximity with any electronic device. He also has concerns about tachycardia and that the device is "triggering something". He has discussed with his doctor who indicates the device is "working fine". Previous experience on this device includes patient reporting that he "believes metal may be getting into his blood" and has "tingling, numbness, and burning pain" when he is near electronic items. It was also reported by the patient that his "life is getting worse" and he is sensitive to all electronic devices and feels "pins and needles in the hands." Patient reported being "out of breath" after walking up the stairs.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a (B)(4) for devices still in use has been incorporated into this report. Event description continued from patient tab: following studies done by the doctors and being in the hospital for a week and adjustment of the pacemaker multiple times in the past, the pacemaker is "working fine." Patient said "his leg buns" when he put a phone in his pocket. Patient has abandoned wires in his abdomen and chest along with metal from "back surgeries." He asked "could all of this metal" be causing these symptoms" he is concerned that the "leads have energy flowing through them" because they are all still attached to his heart. Device is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called indicating symptoms including "burning", "numbness", "tingling", and "pain" since last device implant. He reports symptoms occur with contact or close proximity with any electronic device. He also has concerns about tachycardia and that the device is "triggering something". He has discussed with his doctor who indicates the device is "working fine". Previous experience on this device includes patient reporting that he "believes metal may be getting into his blood" and has "tingling, numbness, and burning pain" when he is near electronic items. Device is still in use. No further patient complications have been reported as a result of this event.